Manufacturer narrative:
Qn #: (B)(4).

Event description:
The complaint is reported as: one of the extension line hubs came off.

Manufacturer narrative:
(B)(4). The customer returned one 3-l 16 cm cvc for evaluation. Visual inspection revealed the proximal extension line had become separated just adjacent to the luer hub. The proximal luer hub was not returned. The points of separation were rough and jagged. The length of the catheter body measured 166 mm, which is not within specifications of 207-227 mm per catheter product drawing. The catheter length was not within specifications because the returned catheter was a 16 cm and the customer reported kit should contain a 20 cm. Either the customer returned the wrong catheter or reported the incorrect part number. The inner diameter of the proximal extension line within the luer hub measured 0.056" , which is within specifications of 0.055-0.059" per proximal extension line extrusion graphic. The outer diameter of the proximal extension line measured 0.08760" which is within specifications of 0.084-0.088" per proximal extension line extrusion graphic. The distal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the distal or medial extension lines. A manual tug test confirmed the distal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." It also precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen.". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. The luer hub was not returned. A device history record review based on sales history did not reveal any relevant findings. However, the catheter returned did not belong to the kit reported. Either the customer returned the wrong catheter or reported the incorrect part number. Based on the sample received, the root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: one of the extension line hubs came off. Additional information was requested, but was not available at the time of this report.

Event description:
The complaint is reported as: one of the extension line hubs came off. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.